Event description:
We were on cardiopulmonary bypass when the perfusionist noticed something alarming on the tubing of our arterial boot that was in the raceway. I, the director, was called in to check it out. Once evaluated we could see that the tubing in the raceway was starting to split. Not completely where blood was coming out, but the outer layer of the tubing was getting to the point that if we continued to use this tubing it would have split once we rewarmed and would increase flow and the patient would have bled out. We luckily were doing cerebral perfusion and the rpm's(revolutions per minute) were low enough for us to see this and the patient was still cold. We informed the surgeon and cvor(cardiovascular operating room) team of what was going on and that we needed to come off of bypass to change out the tubing so we could continue with the procedure. We had to go on circulatory arrest, change out the tubing, and de-air prior to resuming cardiopulmonary bypass. We were able to safely go back on bypass and the patient ended up doing well. But we did have to circ(circulatory) arrest longer than anticipated because of this tubing defect. We contacted the manufacturer and sent the tubing to them as well as exchange all of our packs with the same lot number with new packs. After investigating the tubing further after the case, we found multiple other defects in the tubing that was not in the raceway.